Event description:
During a standard treatment an electrical dental handpiece got ot and burned pt on cheek to the size a little smaller than a dime. No medical care was necessary. Additional info from the distributor: around (B)(6) 2011, while working on tooth #3 or 4, the pt's cheek was burned. Burn size was a little small than a dime. No ointment or medication was given for burn. Pt healed within 4 to 5 days. Office does not have the safedrive equipment. I explained the handpiece condition and debris level to doctor. Office does maintenance to handpieces by hand. I suggested that if dark debris comes out of handpiece, to respray it and run it through a second maintenance before putting it in the sterilizer. Handpiece will be repaired under warranty.

Manufacturer narrative:
The analysis of the handpiece did show that it had a medium debris level, the bearings have been gritty and hence it ran out of specification. The heating up was reproducible during testing. The user instruction requires a test run before each use and informs that a handpiece mustn't be used if it runs out of specifications. Reported due to the 2 year presumption rule. (B)(4). Kavo dental (B)(4) (the MFR) is submitting the report on behalf of (B)(4). Additional info from the distributor: this complaint does not show any signs of systematics. In the course of the monitoring process of the products there are no abnormalities regarding the mentioned error of this product identifiable. The defect of the product is classified as a small one.